Event description:
The patient survived explant.

Manufacturer narrative:
B5: added information. D6b: added explant date.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the right surgical artery axillary/subclavian access in a 67-year-old male patient for acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were not reported, and the clinical state prior to initiation of support was not specified. During the course of support, the patient experienced mild oozing at the axillary insertion site over several days while receiving heparin, with elevated partial thromboplastin time values. A workup for heparin-induced thrombocytopenia (hit) was initiated. The patient remained ambulatory on the unit. Overnight, the patient developed significant bleeding at the access site. In response, systemic anticoagulation was discontinued, and a pressure dressing was applied, resulting in controlled bleeding. Following this event, anticoagulation was transitioned to bivalirudin infusion. The purge solution was not reported on the day prior to the event. On the day of the event, the purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remained on impella 5.5 support at the time of event reporting.